Manufacturer narrative:
A review of the intraoperative event logs found that the system functioned normally for the duration of the procedure and there were no indications relating to this event. Review of the logs for the five subsequent procedures showed the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: endoscope 30 degree, fenestrated bipolar forceps, monopolar curved scissors, cadiere forceps, mega suturecut needle driver, vessel sealer extend and sureform 60 stapler. A site history review found no complaints have been reported for any of these products. A site review found that no complaints have been reported for any of the products used. Review of the logs for the sureform 60 stapler instrument used during the procedure found it was installed and fired successfully 8 times. There were no stapler related errors documented. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died 2 days after a gastric bypass procedure. No details regarding the case, the post operative report, or how the patient died are included. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Pn 480460-12, ln k12250829-0103.

Event description:
It was reported that a patient underwent a da vinci-assisted roux-en-y gastric bypass surgical procedure. The procedure was completed robotically, with no reported complications. However, on postoperative day two, the patient experienced unspecified complications and ultimately expired. The intuitive clinical sales representative (csr) was informed of the event by the surgeon, and limited information was provided. Attempts to contact the surgeon and the site risk management were made; no response has been received.